Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2017-02372. The patient had 2 extension implanted as part of his scs system. The patient extensions have been added as a new device (device 2). Analysis of the extensions revealed the device tested out of specification in a manner that relates to the reported event.